Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. D9 updated with product received date. No issues found on the returned product. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult cardiac anatomy preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Section d catalog number was corrected.

Event description:
The user facility reported that a patient presented with chest pains, shortness of breath and chest ex-ray revealed bilateral pulmonary edema. Echocardiogram revealed multivessel coronary artery disease and an ejection fraction of 25%. Decision for high-risk surgery with elective 5.5 placement was made. However, it was noted that patient's cardiac anatomy made proper positioning difficult. Aborted after 3 attempts.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.